Event description:
It was reported that after hydrating the traxcess, the guidewire was inserted into the microcatheter from the y-valve, which encountered resistance and was difficult to push. The physician replaced the microcatheter; however, the attempt failed. The guidewire was replaced, which was reported to have been very smooth. The patient was reported to be doing fine.

Manufacturer narrative:
The manufacturing record and the shipping inspection record of the involved product code/lot number: no anomaly was found. The initial complaint reported resistance in the microcatheter, which is not a reportable event; however, the investigation results found the hydrophilic coating was peeled, which is a reportable malfunction. As a result, mvi will report for the peeled coating issue found in the device investigation. The visual inspection of the returned guidewire found peeled hydrophilic coat on the coil surface. Replication testing using a factory-retained headway17 found the guidewire was able to successfully advance through the lumen without issue; therefore, the investigation determined the peeled hydrophilic coat on the coil surface is likely not related to the initial resistance noted in the complaint description. The investigation determined that another contributing factor (unknown to the investigation of the guidewire alone) likely resulted in the initial friction and subsequent damage to the guidewire surface. Without the return and evaluation of the associated devices used in the procedure, the investigation cannot determine the original cause for the reported event.